Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, for skin revision surgery in order to remove the tissue and abutment. The patient was replaced with a new abutment during the same surgery.